Manufacturer narrative:
On september 22, 2022, mentor became aware that patient did not experience any issues on the right side. The information was reviewed by the clinician. Corresponding codes under section h have been updated on this report. Issue was unilateral on left and is being reported separately. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5097534 that a (B)(6) year-old caucasian female patient underwent unspecified breast augmentation with a 460cc mentor smooth round high profile and experienced left side breast swelling. The patient had two biopsies of the left axillary lymph node only. The fluid was reddish/yellowish as per the patient. She has had 3 sets of implants and this is her third. She underwent surgical excision. The patient also experienced bilateral carcinoma. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.